Event description:
It was reported that pump repeatedly displayed messages to change cartridge on incorrect dates, and pump date was found to be incorrect even though no alarms or alerts appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Pump date was corrected with patient during call, and patient was advised to contact technical support again if issue occurred again.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.